Manufacturer narrative:
The lens is not available for return. The device history record (DHR) was reviewed and there were no discrepancies or unusual findings that relate to the reported issue. Based on the current information, the root cause of the event could not be conclusively determined.

Event description:
Additional information: patient complained of double vision and presented with z-formation and decreased visual acuity in the left eye. The patient''s current prognosis and treatment plan is "vision has improved post yag and is planning a contact lens trial to correct cylinder to see if it helps double vision."

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens in the patient's eye developed z-syndrome. A yag capsulotomy was performed to treat the event. Additional information has been requested, but has not been received.